Event description:
It was reported that the pump speaker was not audible when announcing alerts and alarms. Customer's blood glucose level was 50 mg/dl. Custom resolved low glucose level by consuming carbohydrates and continued using current pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.